Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2024, it was reported by a sales representative via sems-06705377 that an ar-13997mf multifire fastpass scorpion¿ was cutting the sutures when being used. This occurred during use they tried switching out needles to see if it was a needle problem, but continues to be an issue. The issue is isolated to the scorpion.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.